Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.

Manufacturer narrative:
(B)(4). Manufacturing investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. A records review was performed on the (# identified) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Additionally, the packaging components and raw chemicals used in the manufacture of the identified dry acid concentrate lots were reviewed for potential supplier non-conformance and internal exception reports that could have contributed to the complaint event. No issues were identified with any raw materials and/or packaging components. All raw materials and packaging components met incoming inspection requirements per required qcp/ip/pk and were deemed acceptable for use in production. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Clinical review: although requested, medical records have not been received. Medical evaluation of the event with the information provided was performed by the fresenius medical department and is as follows: this patient initiated hemodialysis (hd) in hospital set up for the first time. No prior relevant history was available, other than use of concomitant altepase, which was administered soon after commencement of hd. Altepase is a tissue plasminogen activater therapy (tpa) for treatment of embolic or thrombotic stroke, in this case, it was being used to improve catheter flow. Hd session was commenced for a total of half hour period and abruptly terminated, as patient was observed not to be stable. Soon after discontinuation of hd session the patient deceased. No machine anomalies were observed and the machine is back in service. Request for further relevant medical information was solicited, but denied. Limited information on this case precludes a meaningful medical assessment on this case. Review of this single individual case does not affect the benefit-risk assessment of our products used for hd.

Event description:
A nurse at the user facility reported that a patient expired shortly after their hemodialysis (hd) treatment was discontinued. Follow-up information was provided by the clinical manager (cm) who revealed that no device malfunctions occurred prior to the event. Reportedly, the patient had only recently been diagnosed with end stage renal disease, and this was the first time hd therapy had been applied. The treatment was performed in a hospital acute dialysis facility. The patient was alert, oriented, and ambulatory prior to treatment, but was noted as being "anxious." Treatment was paused 15 minutes after being initiated due to poor blood flow from the patient's catheter. Altepase was instilled in the catheter and allowed to dwell for 15 minutes. The medication was removed from the catheter and it was flushed prior to re-initiation of hemodialysis. Approximately 15 minutes later, the patient complained of not feeling well. The blood was returned, but the patient's heart rate began to decline. The patient lost consciousness and was without a pulse or respirations. The hospital code team was called and cardiopulmonary resuscitation (CPR) was initiated. An automated electrical defibrillator was placed, but no shock was advised. The rhythm was pulseless electrical activity. CPR continued for approximately 40 minutes, but the patient was not able to be revived. No prior relevant history was available, other than use of concomitant altepase, which was administered soon after commencement of hd. Altepase is a tissue plasminogen activator (tpa) therapy for treatment of embolic or thrombotic stroke. Hd session was commenced for a total of half hour period and abruptly terminated, as patient was observed not to be stable. Soon after discontinuation of hd session the patient expired. The 2008t hemodialysis machine was removed from service after the event and evaluated by a fresenius regional equipment specialist (res). No malfunction or anomalies observed or identified. The unit was found to be working to specification. The machine has been returned to service at the user facility with no further issues. The fresenius bloodline is available for evaluation by the manufacturer. No sample of the acid in use during the treatment is available for analysis.